Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 560 mg/dl and ketones. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of insulin and saline. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.